Event description:
This pt has a primary total knee arthroplasty in 2004 with a revision in 2004. She has had complaints of continued pain and instability. She uses a cane for ambulation. The pt was admitted for a revision left knee arthroplasty. During the procedure all components were removed and replaced. In accordance with hosp policy, the removed components are not available for release.